Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out of range pacing impedances on a competitors right ventricular (rv) defibrillation lead. All other lead measurements are stable and within normal limits. The physician suspects a lead issue as this rv lead is on advisory however a lead issue has not been conclusively confirmed via radiological evidence. No adverse patient effects were reported. Due to other medical issues, the physician plans to continue to monitor the patient. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.